Event description:
Attorney's initial report alleged permanent injuries, pain and suffering, and defective mesh. Based on a review of medical records provided by the pt's attorney: in 2004, pt underwent a gastric bypass that was complicated postoperatively by leaks and subsequently developed a bump in her abdomen. On (B)(6) 2005, repair of large incarcerated incisional hernia with composix kugel mesh. On (B)(6) 2005, ER visit: pt reports abdominal pain. CT scan shows either postoperative fluid collection or abscess in right lower quadrant. Note made regarding surgeon requesting ultrasound guided aspiration. No CT report provided. On (B)(6) 2008, the pt underwent repair of recurrent ventral hernia with ventralex mesh. Previously placed mesh was densely incorporated. On (B)(6) 2008, office visit: the surgeon notes a f/u CT scan revealed "fairly extensive" fluid seroma. On (B)(6) 2008, the pt underwent add'l surgical intervention for excision of seromas of abdominal wall, partial explant of previously placed composix kugel (ring only) and repair of incisional hernia with sutures, panniculectomy. On (B)(6) 2008, lower abdominal wound debrided and packed. On (B)(6) 2008, laparoscopic wound exploration, debridement, pulled lavage and wound vac placement. No evidence of abscess or retained fat necrotic areas.

Manufacturer narrative:
The pt's attorney initially reported a single composix kugel mesh, which was filed with the FDA under (B)(4) when davol was originally made aware of the complaint. However, medical records were later received that identified an add'l mesh. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt is reported to have developed a seroma and hernia recurrence, both of which are listed as potential adverse reactions in the product's instructions for use. No specific device failure was alleged, nor was one indicated in the medical records provided. Additionally, no lot number was provided and no sample was returned; therefore, no mfg review or device eval could be performed. If add'l info is provided, a supplemental MDR will be submitted.